Manufacturer narrative:
Vyaire complaint number (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. If additional information is received, vyaire will submit a follow-up MDR accordingly.

Event description:
A customer contacted vyaire medical to report encountering transducer fault and motor fault alarms on the vela ventilator while the ventilator was running on patient. The patient was moved to another ventilator and there was no patient harm associated with this event.